Manufacturer narrative:
For the investigation the logile was analysed. The provided log file revealed that the safety software triggered a warm start of the ventilation unit on april 13, 2020 at 11:42 pm. As a software task was not completed within a specified time, the safety software requested a reboot of the ventilation unit. Furthermore several alarm messages like e.g. "Airway obstructed?" Were posted by the cockpit infinity c500 around the time of event. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit is triggered. In the event that the device stops ventilation, the emergency-breathing valve opens to ambient allowing for spontaneous breathing. Audible alarms are posted to inform the user about the problem. The emergency-breathing valve remains opened allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. The ventilation was automatically continued with the latest settings after the warm start had been completed. As per log file the accompanying alarm message «ventilation unit restarted» was posted by the cockpit infinity c500. This reboot is a specified behavior to reset the micro processing system to a specified state. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that this v500 restarted. There was no patient injury.